Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was explanted for normal battery depletion and was returned for analysis over 2.5 months later. Upon return to our quality assurance laboratory the device underwent detailed analysis. The device had no telemetry and external visual inspection noted the case was swollen. The pulse generator case was removed and internal visual inspection noted a swollen battery. The device was further tested in various modes and stages of battery levels in which the device operated normally. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested in which the device also operated normally. However, as it took over two months to get the device back it, analysis could not conclusively determine that the device operated normally while implanted or confirm the field allegations. However, the cause of the no telemetry condition was the depletion of the cell. It is suspected that something might have occurred with the device in the 2.5 months between explant and return. However, the exact cause of the cell depletion is undetermined.

Event description:
Boston scientific received information that patient implanted with this implantable cardioverter defibrillator (ICD) received shocks. There was inquiry whether or not these shocks should have been diverted. In addition, this device had declared the elective replacement indicator (eri) due to charge times of 21 seconds. The patient was scheduled for a device replacement the following week. Technical services discussed device function and the representative agreed the device acted appropriately. No adverse patient effects were reported.